Event description:
Information received from the (B)(4) clinical database. Treatment of two left unruptured ica (internal carotid artery) saccular aneurysms measuring 8mm and 2mm respectively. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 involving two pipelines and the patient had left ptosis, headaches, and pupils were reactive to light with the left pupil slightly larger than the right. No other complications were reported with the patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model#: fa-77425-12 / lot#: not reported / dom: n/a / exp: n/a. (B)(4).